Manufacturer narrative:
H6: investigation summary: bd received three (3) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (fm) with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fm as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using two bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was found. No patient impact reported. The following information was provided by the initial reporter: customer has found two unused tubes in the same box and batch that has this same issue, these two tubes can be sent in since they are not contaminated. Please book a pick up for these two tubes.

Event description:
It was reported that before using two bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was found. No patient impact reported. The following information was provided by the initial reporter: customer has found two unused tubes in the same box and batch that has this same issue, these two tubes can be sent in since they are not contaminated. Please book a pick up for these two tubes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.